Manufacturer narrative:
Evaluation completed. (B)(4) 23ga vitrectomy cutter was returned in a small plastic zip lock bag. The original packaging was not returned. A photo copy of the pack label indicates it was a (B)(4) pack from lot v2903. The tip protector, back cap, inner needle and the tubing were not returned. The cutter was in pieces. The needle was not bent. There was dried solution visible in the port of the needle. The internal spring was lying loose in the bag. Microscopic examination of the cutter body rim found no evidence of adhesive. It cannot be determined if the back cap was correctly positioned and fully seated in the cutter body at the time of customer use. The cause of the back cap separating from the cutter body cannot be determined. Functional testing cannot be performed due to the missing components. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 1920664-2014-00158.

Event description:
The user facility reported the vitrectomy cutter was not cutting. There was no patient impact.